Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged false negative hcg results on two patients. Results as follows: patient a: (B)(6) age of gestation. Patient tested herself on a home urine pregnancy kit with positive results. Test result was confirmed with serum (unknown method) result of 148. Patient b: (B)(6) age of gestation. Patient tested herself on a home urine pregnancy kit with positive results. An alternate screen was performed on another product that showed a positive result. Both urine samples were clear, amber and no had no precipitates. Specific gravity was obtained, but results were not provided. Did not observe if a test line developed after the 3 minute read time; control line was present.